Manufacturer narrative:
The customer returned the device to olympus for evaluation, and the customer¿s allegation was confirmed. The forceps passage and brush passage was restricted due to clogged biopsy channel. Additional findings are as follows: (a.) The air leak inspection failed, due to damaged biopsy channel (b.) Distal end cover was damaged, (c.) The bending section cover glue was separated, (d.) The connecting tube had a scratch, (e.) The universal cord was buckled, (f.) The scope connector plug unit was damaged, (g.) The scope connector cover was damaged, (h.) Angle inspection was out of specification, (I.) There was a foggy image displayed (I.) The suction function failed due to foreign material in biopsy channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, cleaning brush was stuck inside the working channel. It was unknown when the event occurred. There were no reports of patient harm associated with the event. The device was returned. An evaluation at the repair center revealed forceps stuck inside the biopsy channel. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cleaning brush clogging the biopsy channel could not be determined. The event can be detected/prevented by handling the device in accordance with the following instructions for use: detection method is described in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.